Event description:
It was reported that an asymptomatic patient was presented in clinic for follow-up and the pulse generator was found in backup vvi mode. The device could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.